Event description:
This report is based on information provided by the service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the display will not hold calibration. The tempus pro was at the bench at the time of the finding. There was no patient involvement.